Event description:
Falsely low sodium (na) results were generated by the synchron lx20 pro clinical system and reported out of the lab. Actual results were not supplied. Customer re-tested the samples on a different instrument and na results obtained were 3-6 units higher. No patient consequences are known.

Manufacturer narrative:
Customer is doing the twice-weekly maintenance. A field service engineer (fse) was dispatched: the fse replaced the ratio pump, fittings, and the na electrode. The se cleaned the upper portion of the flow cell and conditioned the electrode. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.